Event description:
It was reported that the coil broke off inside the microcatheter during the procedure. The coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the proximal contact was kinked and the delivery wire was kinked and stretched. The coil was detached from the delivery wire. There was no evidence of electrolytic detachment indicating that this was a physical break. Most likely that handling the device during repositioning contributed to the guidewire damages and have resulted in the coil breakage. Based on the information provided and investigation results it is most likely that the reported and observed coil breakage related to some procedural factors limiting the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
It was reported that the coil broke off inside the microcatheter during the procedure. The coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.